Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was explanted and they were wondering if their ins was recalled because it was malfunctioning towards the end. The patient disconnected the call so further information couldn't be gathered. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the malfunctioning stimulator was not determined. It was reported that it would randomly amp way up causing discomfort and pain and then it would randomly shut off. This issue started occurring in (B)(6) 2017. It was not relieving pain and the patient was constantly charging it. The patient had gone to their pain specialist for reprogramming and the manufacturer representatives were unable to address the problem. On (B)(6) 2019, the system was removed. The device was ineffective and causing random pain and ¿shock.¿ there were no further complications reported or anticipated.